Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-7300ds dissector, batch 15272456, was received for investigation. Visual inspection noted that the inner tube was fractured. The most likely cause of the reported failure is user error, attributed to prying or leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17th september 2025, it was reported by an arthrex employee via email that for an ar-7300ds, dissector, sj, 3.0 mm x 7 cm, the inner core of the shaver blade broke during debriding the synovium around the anterior talofibular ligament. This was detected during use in a repair of the anterior calcaneofibular ligament surgery on (B)(6) 2025. The procedure was completed successfully as another new ar-7300ds was used. There was no patient harm and no secondary procedure needed.